Event description:
The customer states that a negative axsym bhcg result of <5.0 iu/l was reported on a patient in 2003. The patient was ill with acute abdominal pain. Laparotomy was performed on the following day and it was discovered that the patient had an ectopic pregnancy. Salpingectomy was performed. A second sample collected was also axsym bhcg negative. No impact to patient management was reported.